Manufacturer narrative:
H.6. Investigation summary: bd has been provided with photos and samples for catalog 400565 lot 8229915 to investigate for this record. Visual examination of the photos shows two types of 18ga cannulas, one multi-purpose and another arterial cannula. The distinction for both of these are at the needle point. The catalog shown clearly shows no stylet. A circular point needle (arterial catalog) was found in a multi-purpose (m/p) lot, verifying the reported issue. Multi-purpose procedure needles (single wall puncture) are used in angiography and cardiology procedures and the intended use is to access a vessel and to introduce a guide wire. These catalogs contain hub/cannula and shield component (does not contain handle/stylet). The arterial needles (sp1779) are intended use for bd disposable, insert molded, two-piece arterial sterile needles during the seldinger technique of arterial catheterization. These have 3 components (hub/cannula, handle/stylet and shield). Bd juncos assembles radiology needles in semi-automated insert molding machines (arburg) in which consist on one rotary table with a set of two molds. Each mold has four (4) cavities and process four (4) needles per cycles. At molding process, if machine is set up to run m/p catalogs, arterial cannulas cannot be possible to be run at the machine due to the molds installed for the catalog. Thus, since m/p catalogs does not have handle/stylet component. If an arterial cannula was mix at the raw material level, stylet could not have been added at the unit. Therefore, mix cannula at raw material was ruled out. In addition, line clearance of lots run at the arburg machine for the months of august and september 2018 were evaluated if any mix product could happen with multi-purpose and arterial needles. Line clearance at device history records showed that complaint lot did not run side by side with arterial lots. After evaluating the arburg process, start-up requires to tare a counting scale that is next to the machine in which sums the material produced per shifts. For this task procedure prod07-021 (instructions to use, tare and verify counting scales) and bdm1205 (arburg DHR) requires tarring the scale at the beginning of the order with 50 produced units. These units are labeled and left beside the scale up to the completion of the lot (more than one day). After the lot completion, these 50 needles are added to produced batch units. Opportunities to eliminate that the needles stay next to the balance throughout lot completion were identified. These needles must be taken now verifying the scale and not for all shifts of the lots. Due to this, it may cause that the ¿50¿ units end up at other catalog lot creating mix needle condition. Final qc inspection for point condition is performed under 10x magnification using sampling inspection of 0.25% aql level ii. For complaint lot 315 units are taken for visual inspection and 296 units (of that 315 units) for dimensional and functional test. After the competition of the test the unused units are place back to the lot (for complaint lot 19 units were place back to lot). Assessment to this phase was performed. Although final inspection does not coincide with inspection of arterial lots, opportunities to avoid mix product were identified. Currently visual nondestructive samples that are taken from batch and after evaluating product characteristic they are placed back to lot can increase the probability to have mix of needles. Practice was stopped after the complaint was received. After final quality inspection, product is pack as bulk non-sterile. Line clearance was verified, and complaint lot was not pack back to back with an arterial lot. Thus, at packing table only one lot is handled to avoid mix. Nevertheless, these needles are manually packed in polybags and in a case carton. An awareness to packing personnel was performed. In conclusion, the manufacturing records were reviewed for the incident lots and no discrepancy or related non-conformance were identified that could have contributed to the reported condition. In addition, lots manufactured at arburg machine for the months of august and september 2018 were assessed including the arterial lots and no discrepancy was observed. Since, no root cause was identified after the DHR review, all the potential root causes listed below will be addressed: ¿mix of units that were hold at manufacturing process for tare and verification of counting scale. ¿mix of units while returning samples after final inspection. ¿mix of units during the manual packing process. Several proposed actions will be done: ¿eliminate the practice of storing the units used at scales thru out the manufacturing of lot. -completed. ¿*revise bdm1205 to specified that samples will be return to lot after scale verification. ¿practice to discard the samples used to inspect the lot at final inspection. ¿ completed. ¿*revise final inspection procedure to include that all samples used at final inspection will be discarded. ¿awareness to bulk packaging area ¿ completed. Completion of corrective actions will be documented and tracked in a corrective and preventative action plan. CAPA (B)(4).

Event description:
Material no.: 400565 batch no.: 8229915 it was reported that before use of the needle m/p bns 18ga 2-3/4in w/wings different products were inside the box. There are 2500 on hand and many other have been sent out that may be affected. The following information was provided by the initial reporter: customer states that different products inside box. 2500 on hand and sent out many that may be affected.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no.: 400565. Batch no.: 8229915. It was reported that before use of the needle m/p bns 18ga 2-3/4 in w/wings different products were inside the box. There are 2500 on hand and many other have been sent out that may be affected. The following information was provided by the initial reporter: customer states that different products inside box. 2500 on hand and sent out many that may be affected.